Event description:
It was reported that during an itind removal procedure under sedation in a 60-year-old male, the suture string broke halfway down so some of the string was still outside the patient. An attempt to attach the string to a 0 eithibond failed, so another attempt was made to attach to a removal snare which also failed. Thus, the procedure was converted to an operation room procedure to remove it with a cystoscope under sedation. Patient was reported to have more discomfort than ordinary due to the multiple attempts, but no persistent or long-term negative effects were reported the procedure was delayed by greater than 30 minutes. The initial removal attempt was approximately 15 minutes, however, it took about an hour to obtain anesthesia consent and to transition the patient into the or setting. Once in the or the successful removal of the itind was less than 10 minutes. There were no further reports of patient impact.